Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) did not provide backup pacing during battery change out, according to the conditions specified in the manual. The status of the epg is unknown. No patient complications have been reported as a result of this event.